Manufacturer narrative:
Awaiting return of device.

Event description:
Device/procedure outcome: procedure cancelled/rescheduled,unable to use device - attempted patient outcome: 104: cancelled/rescheduled - post sedation/sedation unknown event description: per cnf, it was reported that: a new device was used. The blood pressure dropped before ls treatment. During ls treatment, echocardiography confirmed the presence of pericardial effusion. The procedure was discontinued due to the occurrence of cardiac tamponade. Approximately 1000 ml of arterial blood was reported to have been aspirated. Andexanet was administered, and as the bleeding stabilized, emergency surgery was not performed, and the patient returned to the room. The customer would like to know if there are any similar cases. Note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account. In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Physician's comment: it is possible that the laa was perforated by the wire. Patient outcome: adverse event infected: unknown infection name: generator used: ablation[?]catheter used: other used: event date: (B)(6) 2026 as reported device codes: 2099: no known device problem as reported patient codes: 9221: pericardial effusion, 9042: cardiac tamponade